Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnostic procedure. The procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the disk space was low. Upon troubleshooting actions, the fse deleted the images, but issue persisted. To resolve the issue, the fse performed data consistency test and data consistency repair. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message that the disk space was low. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.